Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a humeral diaphyseal fracture. When the surgeon did several dry checks of the devices by assembling with the nail, there was no problem. It was reported that after the nail was inserted, the drill for proximal locking was interfered with the nail. The screw was inserted using the hospitals 2.4mm guide wire to finish the operation. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A review of the device history records was completed: ef precision manufactured the insertion handle. The suppliers¿ certificate of conformance indicates the parts were made to the correct material requirements and specifications. The parts were inspected to brandywine inspection sheet and a material review report was written for an undersized hole diameter. The parts were returned to the supplier for rework. After rework, the parts conformed to inspection requirements and the parts were released. A manufacturing evaluation was completed: based on the investigation of the complaint instruments, it shows that the surface of both tools is badly damaged; it is likely that this is caused by a normal wear and tear. The device is more than six years old. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.